Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the pump displayed an error message, then the piston rod of the pump was blocked and the insulin delivery was disrupted. Caller was hospitalized for ketoacidosis and treated with dextrose and insulin. Requested return of the alleged device for evaluation and replacement was provided.

Manufacturer narrative:
The cartridge compartment of the insulin pump was contaminated with insulin. The user failed to follow direction provided in the user's manual for resolving the reported error.